Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1089514. Medical device expiration date: 2021-12-31. Device manufacture date: 2021-03-30. Medical device lot #: 1232852. Medical device expiration date: 2022-04-30. Device manufacture date: 2021-08-20. Investigation summary: bd did receive 20 samples (batch: 1232852) from the customer in support of this complaint. 20 returned samples (batch:1232852) and 20 retained samples (batch:1089514) were functionally tested and the customer's indicated failure mode of overfill was not observed as all 40 tubes drew within specification. Bd was unable to confirm customers indicated failure mode based on the returned ( batch: 1232852) and retained (batch:1089514) samples test results. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® 9nc 0.129m plus blood collection tube there was overfill. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the blood level is above the filling line ."